Manufacturer narrative:
D.4 & h.4: serial number, unique device identifier, and manufacturer date not available. Upon investigation of the actual device used in this incident, it was determined that rx service was down. A technical support specialist (tss) connected to the server and ran a downtime query, confirming there were no disconnected flags on messages or carefusion coordination engine (cce). It was identified that the meditech_rx_coceh service was down, and the customer was advised to work with internal information technology (it) to address it. The customer reported concerns about patients appearing on the station but not in the patient list, though visible through global search. The tss advised the customer to enable the show recurring admission setting under device settings to resolve the issue. The system functioned as intended after the technical support specialist guided the customer to resolve the issue.

Event description:
It was reported that when using the bd pyxis¿ es server, multiple patients were not showing. The customer mentioned that there was an extract transform load (etl) delay issue lasting approximately 2 hours. However, there were no delays, adverse events or injuries reported based on this event.